Event description:
It was reported to covidien on (B)(6) 2010 that a customer has an issue with an scd sleeve. The customer reports a pt was admitted for posterior spinal fusion on (B)(6) 2010. Pt sustained bilateral heel ulcers on (B)(6) 2010. Left heel 3.5 cm x 2.6 cm intact blister stage 2 right heel 0.6 cm x 1.2 cm reddened area stage 1 noted on admission to rehab. Heel lift suspension boots were placed on the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.